Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001. Section d4, model#, of the initial medwatch report stated: prt-01185-002. Section d4, model#, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.